Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('so many women are ended up with fragments') and medical device removal ('so many women are ended up with fragments because they didnt read about proper removl') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device breakage (seriousness criterion medically significant) and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device breakage and medical device removal outcome was unknown. The reporter considered device breakage and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device breakage, medical device removal . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('so many women are ended up with fragments') and medical device removal ('so many women are ended up with fragments because they didnt read about proper removl') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device breakage (seriousness criterion medically significant) and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device breakage and medical device removal outcome was unknown. The reporter considered device breakage and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device breakage, medical device removal. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.